Event description:
The pt was admitted into the hosp for seizures. The suspect device was used to test the blood glucose level and the result was 500mg/dl. Pt was then given 45 units of insulin. At the same time a lab draw was done and the result was 52mg/dl. Two other device to lab comparisons were peformed. The comparisons were : suspect device = 204 and 517mg/dl versus lab values of 42 and 58mg/dl respectively.